Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 49 mg/dl at the time of incident. Troubleshooting found that the customer went to the emergency room and was treated with glucose. Troubleshooting found that the pump could not complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional tests due to a motor error alarm anomaly. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.